Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon would not hold pressure on the first inflation to unknown atms. A pinhole leak of the balloon was suspected. No pt injuries were reported. No add'l info is available at this time.